Event description:
It was reported that ¿the patient underwent tlif at the levels of l4-l5. Patient complained of pain at l5 controlled area. CT scan found that l5 screw perforation to spinal canal. Revision surgery was performed approximately 3 weeks post op. ¿ no additional patient information was provided.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.